Event description:
It was reported ""balloon unraveled. Attempted another wouldn't go through the sheath, new sheath successful". The customer is unable to provide any further information on this issue. The customer has also not responded to our additional request for more information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number reported is (B)(6). The lot number reported is 18f23m0066. Returned for investigation was an 8fr teflon sheath w/sidearm from a 5800 and 6800 series intra-aortic balloon catheter (iabc) semifinished insertion kit. The returned teflon sheath is the incorrect sheath for the reported intra-aortic balloon catheter material (40cc 8fr rediguard). The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. The returned 8fr teflon sheath was visually inspected. The returned sheath appeared used; dried blood was noted on the exterior/interior surfaces of the returned sheath and clear fluid was noted within the sheath sidearm. No visual damage or abnormalities were noted to the returned sheath. The hub and the tip of the returned 8fr teflon sheath appeared typical. The supplied sheaths, a 9.5fr teflon sheath and 9.0fr super arrow-flex (saf) sheath, for the returned iabc insertion kit (40cc 8fr rediguard) were not returned. The returned 8fr teflon sheath and sidearm was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. A lab inventory fully wrapped 40cc 8fr rediguard intra-aortic balloon catheter (iabc) could not be successfully advanced through the returned 8fr teflon sheath due to the smaller size of the returned sheath. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "wouldn't go through the sheath" is confirmed. The returned sheath was from another insertion kit, which is too small for the reported intra-aortic balloon catheter (iabc). The sheath does not match the specifications for the sheath supplied with the iabc. It cannot be determined that incorrect sheath was supplied or if the correct supplied sheath was replaced after opening the package. A review of the device history record (DHR) and quality inspections showed that this lot number was released with no component or insertion kit issues. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the iabc insertion difficulty through the sheath. The root cause of the complaint is undetermined. A potential cause is user error. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ""balloon unraveled. Attempted another wouldn't go through the sheath, new sheath successful". The customer is unable to provice any further information on this issue. The customer has also not responded to our additional requets for more information. Please see associated MDR# 3010532612-2025-00102.